Event description:
A customer reported obtaining a false negative total beta hcg result on a patient sample. Positive results were obtained upon repeat analysis and by an alternate method. False negative total beta hcg results may lead to inappropriate physician action. There was no report of harm as a result of this event.